Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error indicating a ¿power cycle¿ was required, followed by shutting down while attempting to interrogate the implantable cardiac monitor (icm). The caller completed a power cycle to attempt to finish the interrogation, but the issue was not resolved. Troubleshooting was advised including determining if fault lies with the programmer¿s radiofrequency head and reviewing if the issue would be repeated with another icm. If the issue was not resolved it was recommended to return the programmer for service. The device remains in use. No patient complications have been reported as a result of this event.